Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's condition had worsened since having the deep brain stimulator (dbs) implanted. The patient was experiencing symptoms he had never had before such as dyskinesia and the patient was not able to walk (they were using a walker). The patient had a return of tremors. They felt the dbs was an accelerant rather than an aid. Three days after implant the patient had passed out and had to go to the hospital but they were not familiar with the dbs device. The patient had to spend a month in a rehabilitation center to learn the basic cognitive skills (i.e. Feeding, walking, etc.). It was a sudden change and they had no idea what could have caused the event. Their doctor had tried several things like reprogramming them and taking the patient off of certain medications to see if their condition would improve but nothing had helped. The doctor was considering turning the dbs off to see how the patient reacts to that. They were going to see their health care professional (hcp) the following week after report.

Event description:
A consumer later reported that the stimulation helped with the physical symptoms. When stimulation was on the patient's cognitive skills suffer and the patient gets really frustrated. The healthcare professional had told the patient to turn stimulation off. Stimulation was turned off on (B)(6) 2015, once stimulation was turned off everything was perfect for a few days. The patient had symptoms controlled and was able to use cognitive skills. With the stimulation off the physical symptoms had gradually returned. The patient had symptoms of severe tremor, freezing, and dyskinesia return and they were now worse than prior to implant. This was also noted to be possibly due to disease progression. The patient had spoken with their healthcare professional who had suggested turning stimulation back on to see how it worked at controlling symptoms. The patient's spouse typically ran the programmer and did not want the patient to turn stimulation back on. Onset date was (B)(6) 2013 and the change in stimulation/therapy had been gradual. Patient had not received a therapy guide.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had no plans to turn their deep brain stimulator back on. The patient was so much better cognitively with the deep brain stimulation off.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient. It was reported that in an attempt to resolve the previous reported symptoms, reprogramming was performed but was unsuccessful. The patient¿s wife reported that she doesn¿t think there was a problem with the device, but rather where the leads were placed; an x-ray was performed and confirmed that the leads were fine. It was noted that the patient¿s face was becoming non-expressive. During an office visit on (B)(6) 2015, stimulation was turned off for 30 minutes and afterwards, the patient was able to stand on his own and walk in the hallway just fine. The patient¿s affect returned to normal and he is well controlled on oral medications. If additional information is received, a follow-up report will be submitted.